Event description:
It was reported the patient was seen briefly by a clinic, but was dismissed. The patient reportedly violated compliance through medication or behavior. The last clinic stated the patient¿s setting was too high. There was no further information. The pump was used to deliver fentanyl and clonidine. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 87 09sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).